Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, electro-magnetic interference was noted on the pacemaker, which was possibly caused by the patient's electric bed. The bed was unplugged and programming change was made. The physician did not allege the device for any malfunction. The patient was not pacemaker dependent. The patient was stable and will continue to be monitored.